Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Analysis: review of the echo revealed regurgitation around the perimeter of the device. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: valve abandoned at implant. Cause of event cannot be determined.

Event description:
Information received indicates the valve was abandoned at implant when an intra-operative echo showed major leakage and incomplete leaflet coaptation. The device was replaced during the case.